Event description:
While the bench service representative was working on this device they found the display bezel needs to be replaced due to the stand offs being physically damaged. There was no patient involvement. While the bench service representative was working on this device they found the display bezel needs to be replaced due to the stand offs being physically damaged. Upon conclusion of the evaluation, it was determined that the display bezel requires replacement. The device after servicing and testing will be returned to the customer. No further evaluation around the display bezel is warranted at this time.

Event description:
While the bench service representative was working on this device they found the display bezel needs to be replaced due to the stand offs being physically damaged. There was no patient involvement. While the bench service representative was working on this device they found the display bezel needs to be replaced due to the stand offs being physically damaged. Upon conclusion of the evaluation, it was determined that the display bezel requires replacement. The device after servicing and testing will be returned to the customer. No further evaluation around the display bezel is warranted at this time.